Manufacturer narrative:
The device has not been returned to allergan for evaluation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Review of DHR did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. DHR for this work order indicates that there was a reprocess in the primary packaging operation, however this was completed on a different serial numbers and this has no relation to the reported event. The DHR assembly report was verified and product was released in conformance with the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from this work order were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The event of capsular contracture is addressed in the labeling as follows: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, breast hardening, simple cysts noted on the imaging report, and pain. The event of pain is considered a secondary symptom to the reported event of capsular contracture.